Event description:
It was initially reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair.per the operative report of event date, the ring was implanted and "this was done without any problems. On post bypass echos we could see that there was systolic anterior motion with regurgitation secondary the sam. At this point in time, we decided to back on bypass and look and see if we could re-repair the valve...at this point in time, the annular ring was removed."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported an angio-seal was deployed post angiogram for an intervention of the subclavian artery. The morning after surgery, the patient was admitted to the hospital for reports of right quadrant pain. A CT scan was performed that showed a retroperitoneal hematoma. The patient was sent to radiology where a balloon catheter was used in attempt to tamponade the artery, which is unsuccessful. Surgery was then attempted, but that was unsuccessful as well. During surgical intervention, the physician removed the angio-seal and noted that it was not in the artery. No visual bleeding or hematoma was ever observed during the entire process. Additional information revealed the patient expired in 2009. The official cause of death is unknown, but the physician noted that the cause of death was likely due to complications of internal bleeding.

Manufacturer narrative:
Unsuccessful ring repair & s.a.m. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device explanted. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.